Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 05/13/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: on investigation, the pump powered up to a dim display with pinkish contrast. Auditory and vibratory features were operational. All the buttons responded properly. The bolus button cover was found to be detached/missing. Initial reporter name and address: (B)(6).